Event description:
It was reported the programmer would occasionally not boot up. It was also reported the programmer will have an error message when it does not boot up. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer would occasionally not boot up. The programmer also will have an error message when it does not boot up. Programmer log file revealed a system error.